Event description:
A customer reported experiencing a cartridge alarm with their pump, although it did not cause their blood glucose level to exceed 500 mg/dl. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support decided to replace the pump, informed the customer about the process of returning the old pump, and confirmed that the customer would continue to use the current pump until the replacement arrived. The customer acknowledged the instructions provided, including putting the pump into storage mode and returning it with a pre-paid label.